Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a ventilator service required alarm relating to an oxygen blending module (obm) failure during preventative maintenance. It is additionally noted that there is port damage and the rubber feet are missing. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was returned and evaluated by a third party service center, and the failure was confirmed. The service technician states that the failure indicates an obm printed circuit assembly (pca) board failure occurred. The service technician replaced the obm pca board to resolve the issue. Additionally, it is noted that the exhalation port was confirmed to be defective due to damage. The exhalation port was replaced. The pollen filter was replaced for maintenance. The device passed all repair testing.